Manufacturer narrative:
The reported issue was confirmed. The customer unit was received with shaft assembly part detached. The service repair technician (srt) observed flex cable retaining ball bearing part was missing from shaft assembly. The srt was unable to perform functional test to the unit due to detached shaft assembly unable to couple with test flex cable. The srt will replace shaft assembly to address the issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during pre-cardiopulmonary bypass, the hand piece came off from hose. The product was changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.